Manufacturer narrative:
This medwatch report is for the compact plus system used. (B)(4). Will not be returned to manufacturer.

Event description:
Reporter alleged obtaining the results of 560 mg/dl and 228 mg/dl on the advantage system compared back to back with a result of 260 mg/dl on the compact plus system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the compact strips were all used, so no product will be returned for evaluation.